Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales associate, the device functioned normally throughout the case despite the message and continued to be used.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pump displayed an 'under speed' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.